Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). This is one of two adverse events (1/2) being submitted for the same patient ambra ID (B)(6). H10: a supplemental MDR is submitted based on the manufacturer's final investigation. The pascal training manuals instruct the operator on proper positioning and deployment of the device, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the pascal system. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment are emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment of the device. Various factors that may contribute to inadequate leaflet capture resulting in slda or implant detachment include but are not limited to: suboptimal trajectory and implant orientation, suboptimal alignment or positioning of catheters or the implant, inadequate leaflet grasping and optimization, misinterpretation of proper capture (e.g., capturing chordae instead of leaflets), the interaction between multiple implants, and/or interaction with previously implanted devices. Slda may also occur as the result of leaflet damage due to multiple capture attempts, difficulty in releasing implant, or patient anatomy/pre-existing conditions. Imaging-related issues may include incorrect echo view planes, failure to use 3d or color doppler, catheter shadowing, artifact, and misinterpretation of images. H3 other text: device remains implanted.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). This is one of two adverse events (1/2) being submitted for the same patient ambra ID (B)(6). In this case, the device was implanted in the tricuspid position. The pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Deployment in the tricuspid position is considered off-label. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision procedure in the tricuspid position. On pod 4, a single leaflet device attachment (slda) was detected. The starting tricuspid regurgitation (tr) was massive, and post-procedural tr was grade +1. Three devices were implanted; two were implanted a-s and one p-s. The p-s device detached from the posterior leaflet. The tr grade after the slda was +3. On pod 6, the patient underwent a pascal precision re-intervention to try to stabilize the slda. Initially, it was tried to fixate the slda implanting a new device over the p-s commissure without success. Then it was tried to fixate in a more central position with success in the p-s position and 10-4 clocking. Tr was still grade +2, so another device was attempted in p-s commissure with 3-9 clocking, but without effect on tr. When releasing the grasp and going back to the la, the new device implanted detached from the posterior leaflet. There were two slda on the septal leaflet that mechanically fixated each other. No hypermobility was seen on any of the two detached devices. Without the prospect of more reduction of the tr, the device was bailed out, and the procedure was finished with an ending tr grade +3.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). This is one of two adverse events (1/2) being submitted for the same patient ambra ID (B)(6). The following sections were updated/corrected: b4, g3, g6, h2, h6, and h10. H10: a supplemental MDR is submitted based on additional information received from edwards's imagery review. The device detached from both leaflets but appears attached by chordal involvement. Per edwards imagery review: "after review, the third (most posterior), pascal device no longer appears attached to either posterior tricuspid leaflet or septal tricuspid leaflet in the procedural tee. The third pascal device appears attached by chordal involvement without leaflet engagement."